Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, product type accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported the patient experienced an overdose. The patient symptoms included nausea, slurred speech, pin point pupils and was dizzy. The patient presented to the emergency room on (B)(6) 2013 and was treated for overdose. A narcan drip was administered to the patient and they responded well to that. The reservoir was emptied and the pump was programmed to minimum rate. The patient was ¿starting to do better, not as agitated but still not very responsive. The patient was more relaxed. The patient had a refill of the pump on (B)(6) 2013 and was also taking oral pain medication dilaudid. The pump was filled with fentanyl in july. It wasn¿t taking care of the pain enough therefore the pump was last refilled on the(B)(6) 2013 with dilaudid. The pump was currently delivering dilaudid.